Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and high thresholds. During the lead revision procedure, fluoroscopy revealed that the lead was fractured. The lead was capped and replaced. The condition of the patient was good before and after the procedure.